Manufacturer narrative:
Received one device. Customer complaint of cassette not attached confirmed through functional testing. Found nonreactive downstream occlusion (dso) sensor. Replaced the dso sensor. Performed dso calibration. Performed performance verification tests, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit will not recognize the cassette and will say cassette not properly attached. There was no patient involvement.